Manufacturer narrative:
(B)(4). The device history review for the product auto endo5ml, lot #01c1400365 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a laparoscopic cholecystectomy, the clip loading was not working; there was no clicking sound. The patient's condition was reported as fine.